Event description:
It was reported that this right atrial (ra) lead exhibited an abrupt change in impedance from 600 to 2297 ohms, which is high out of range. Noise was also observed in the presenting electrogram (egm). Technical services (ts) discussed the possibility of a lead fracture and advised to see the patient in-office to evaluate with isometric and pocket manipulations. It was then indicated that the patient was seen in-office and the noise was reproducible with isometrics, and they were unable to confirm a lead fracture in the chest x-ray. The impedance measurements are now close to 2100 ohms. Ts discussed further programming options. Additional information was received indicating the cardiology team decided to switch the device to vvi mode and turn off the atrial tachy discriminators. Regular 6-month follow ups will continue to be performed. The ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited an abrupt change in impedance from 600 to 2297 ohms, which is high out of range. Noise was also observed in the presenting electrogram (egm). Technical services (ts) discussed the possibility of a lead fracture and advised to see the patient in-office to evaluate with isometric and pocket manipulations. It was then indicated that the patient was seen in-office and the noise was reproducible with isometrics, and they were unable to confirm a lead fracture in the chest x-ray. The impedance measurements are now close to 2100 ohms. Ts discussed further programming options. The ra lead remains in service. No adverse patient effects were reported.